Event description:
It was reported that during a laparoscopic femoral hernia repair, one port broke at the beginning of the procedure just after insertion when the hard plastic top of the cannula broke completely off. The surgeon replaced the plastic cap on the first port and continued the case. It was further reported that a second device's port broke at the end of the procedure when the hard plastic cannula broke completely off, and the grey seal hub came completely out of the port as the surgeon was removing reusable graspers from the patient. No device component fell into the cavity of the patient. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: 24055 5.5 sht sec prt 5.5mm lck cnn/trc (lot#: j5m2279gy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.